Event description:
A user facility clinical manager (cm) reported to fresenius via email that the combiset bloodlines have new transducers that are smaller. Air is getting in the arterial side and the venous side ¿blows¿. The transducers are reportedly too small for the port where they are inserted. This requires staff to change out both transducers to the old ones. Additional details were provided upon follow-up with the cm. The cm could not estimate how many times this has occurred exactly. The cm confirmed they have had continued connection issues with the new transducers, and it¿s not a staff-related issue. The staff are installing the bloodlines according to the instructions for use (IFU), and the transducers are being attached correctly. The cm said the transducers are not long enough and they don¿t fit properly in the transducer port. This allows air to get into the chamber of the arterial transducer, and blood backs up to the venous side of the circuit. The machine does not alarm because air is not reaching the venous side. The machines are functioning appropriately. The cm said they still have older transducers of the previous design which staff have started to use when setting up. They decided that it¿s not worth the trouble of using the new ones, so they install the bloodlines with the old ones which are known to work better. Treatments are being delayed and interrupted, but there have been no missed treatments due to the issue. Additionally, the cm confirmed that there have been no instances of blood loss, and no adverse events have occurred. There was no visible damage to the packaging that the bloodlines were received in. The samples have all been discarded. No sample was available to be sent back for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.